Event description:
Boston scientific received information that the patient received this cardiac resynchronization therapy defibrillator (crt-d) last week as a secondary prevention. The patient had been too unstable for defibrillation threshold (dft) testing to be done during the implant procedure. The physician had decided to give the patient amiodarone and do dft later. The patient received an unsuccessful shock the night after the implant procedure and required an external rescue shock.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Boston scientific received additional information. The patient was treated with amiodarone and experienced no further arrhythmias. Dft testing was performed, but was not successful. There were no allegations against the device. It was determined the patient had high defibrillation thresholds and required a sub-q array. As no adaptor was available for the patient's df-4 device and defibrillation lead, the system was explanted and replaced with a boston scientific df-1 system and a competitor's sub q-array. It was reported that the patient suffered no adverse effects from this event. As of today, the explanted device has not been returned. This report will be updated if thee device is received for laboratory analysis.